Event description:
It was reported that the patient underwent a 360 anterior lumbar interbody fusion at l4-s1. After successfully breaking off the set screws at l4 and s1, shavings from the set screw at l5 were coming off while trying to insert the bone screw. Three more set screws were tried before it was decided to remove the bone screw. The set screws at l4 and s1 were removed so the rod could be removed. The bone screw at l4 was removed and replaced and the rod was returned to its position. The set screws were broken off with no problems at s1 and l5, but metal shavings were coming off of the set screw at l4. After another setscrew was attempted with the same failure, it was decided to remove the bone screw at l4. The set screws at l5 and s1 were removed along with the rod. The bone screw at l4 was removed and replaced and the rod was placed back in position. The set screws were broken off with success at all three levels. No other complications were reported.

Manufacturer narrative:
Bone screw not implanted; set screws not implanted. (B)(4). The devices were returned for evaluation. Macroscopic and optical examination of the set screws revealed the thread crests and flanks are damaged; this damage appears to have initiated at the start of the thread, consistent with set screw misuse due to misalignment of the mas head and set screw threads. Additionally, severe damage on one side suggest thread jumping. A review of the device history records did not identify any applicable nonconformance to specification.